Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the keyboard is broken (pulling apart) and the keyboard hinges are broken. Power cord bay door is broken off. ECG (electrocardiogram) connector on a printed circuit board assembly is loose. Lower case is worn. System fan is noisy. Programmer failed left antenna test; antenna found out of electrical specification. Concomitant medical products: 229047 analyzer. (B)(4).

Event description:
It was reported the keyboard is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.